Event description:
It was reported that on (B)(6) 2024, a code blue call sent from the 5th floor (mce room 32) of the customer's facility did not route to the pbx. It was noted that the patient went to the bathroom at 12:02am, and was instructed to pull the bath switch when ready to be assisted. The patient pulled the bath switch at 12:10am, and the nurse went into the room and found the patient unresponsive. The nurse placed a rapid response call at 12:13am, and a code blue call at 12:16am. Both calls did not go to the pbx, but they sounded locally and went to the voalte phones. The patient was transferred to the intensive care unit, and placed on a ventilator. It was also noted that the nurse credits the calls going to the voalte phones for saving the patient's life. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notification calls to customer provided third-party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on nursing specific unit, nurse console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with naming convention, audio and /or visual displays based on the customer preference/request at the time of initial integration. An investigation performed by the baxter technical service determined that the nurse call system was functioning as designed, and the specific nursing unit where the reported event occurred was not set to alert/annunciate to the pbx. A review of the initial customer's nurse call clinical assessment workshop evidenced that the code blue call sent from the unit in question had been originally set to route the facility's pbx, and the customer's workflow for code blue calls included pulling the lever and dial an operator from land line or wireless for overhead page. Technical support updated the configuration to have the unit to route code calls to the hospital pbx, and confirmed proper operation. In this event, it was reported that the patient was found unresponsive, transferred to the facility's intensive care unit, and placed on a ventilator, which concludes that a serious injury occurred. Additionally, there was no malfunction of the nurse call system identified, however, the location of the event (5th floor mce room 32) was found to be unassigned to the pbx. It is unknown if the customer has modified the original system configuration. If a similar event were to recur (code blue not routing to the pbx), it would likely cause or contribute to a serious injury or death.